Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating there was a defective loudspeaker. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response. No further information was provided. A supplemental report will be submitted if new information is obtained. E1: reporting institution phone: (B)(6). E1: reporter phone: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.